Event description:
Fill volume: 750ml. A pre-filler facility reported leaky pumps and upon receipt of the returned suspect samples, one pump had a split inner kraton layer. The pumps were not used on any patients.

Manufacturer narrative:
Method: actual device was received for analysis. A visual inspection was performed. A review of the device history record (DHR) was conducted for the reported model and lot number. Results: there are no testing results available as the investigation and evaluation are currently in progress. However, the DHR was reviewed for the lot number of te manufactured unit. There were no reworks, special conditions, or related non conformance reports (ncrs) for this lot. The lot met the process specifications, including the quality control acceptance criteria prior to release. Conclusions: once the analysis and investigation are completed a follow-up report will be submitted. There was no patient contact with the device. Information from this incident has been included in our product complaint and MDR trend reporting systems. Trend information is used to identify the need for additional investigations.